Manufacturer narrative:
Product analysis the device was returned with the touhy-borst dismantled and the device was in a deployed state, no stent was returned. The stent confirmed as 40mm damage was noted on the distal tip of the device the distal tip was retracted to the blue outer sheath, resistance was noted on retraction. Bunching on the blue outer sheath was observed and the gold inner was observed to be kinked . Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician was attempting to use protege rx stent along with a non-medtronic 8fr sheath and 0.014¿¿ non-medtronic guidewire during t reatment of calcified lesion in patients left mid common carotid artery. Moderate vessel calcification is reported. The internal carotid artery diameter was 5mm and common carotid artery 6.6mm. Lesion length was 30mm and exhibited chronic total occlusion (cto). No abnormalities reported in relation to anatomy. There was no damage noted to packaging (i.e. Shelf carton, hoop/tray). There were no issues noted when removing the device from the hoop/tray. The device was prepped per the IFU with no issues identified a spider was used for embolic protection. Lesion was predilated using 5mm non-medtronic balloon. The device did not pass through a previously-deployed stent. Resistance encountered when advancing the device. No excessive force was used. It was reported after deploying protégé rx stent the delivery rod got stuck. After several forceful attempts the device was partially withdrawn. A long 6fr sheath was used to assist removal and was safely removed from the patient. No detachment occurred. No patient injury reported.